Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03470. It was reported that the left ventricular (lv) lead was dislodged. The patient presented for a lv lead revision procedure. During the procedure, defibrillation testing was attempted with the right ventricular lead. Two testing attempts were made, and the rv lead failed to convert the induced dysrhythmia in both attempts. Both lv and rv leads were capped and replaced on (B)(6) 2020. The patient was stable.